Event description:
It was reported that the pt was in the psych ward; specific details were not provided. The rptr believed it was due to the morphine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).